Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the subject device did not power on because the power of the inverter was turned off. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to ensure the power cord was securely connected to the cart transformer. The customer recognized that that the power condition was off and switched it back on. Afterwards, the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center in unable to power on. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.